Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. No further information could be gathered from the user due to no response because of which, the event time remained unclear. Data management system (dms) data on event date does not match with description of customer complaint. Dms data did show that the system triggered a low glucose alert at 10:17 pm however its unclear if this was around hypoglycemic event. Investigation 2 weeks before complaint date did not find any performance issue with device.

Event description:
Senseonics was made aware of an instance where the patient experienced had hypoglycemia event where his glycemia lowered to 23 mg/dl. Patient reported that the sensor glucose value showed by continuous glucose monitoring (cgm) system was 100 mg/dl. Patient started feeling very ill and had to contact emergency number which sent an ambulance. Patient was treated by paramedics at home with glucose solution via intravenous (IV) drops. After four (4) IV drops , glycemia became stable again.